Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered issues inserting the endoscope. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to remove the instrument and reseat the sterile adapter, being mindful of drape placement. The customer stated this had already been attempted and at the moment, it was not possible to do it again. The tse followed up with the customer and was informed that the aforementioned troubleshooting steps were performed and which resolved the issue. However, at the beginning of the procedure the surgeon made the decision to abort the surgical procedure due to excessive bleeding of undisclosed cause or origin; only stating the bleeding was not caused by the system. The following information is unknown: the blood loss volume associated with the complication and what medical intervention was rendered due to the bleeding.

Manufacturer narrative:
The event investigation is in progress. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event.